Event description:
Event description: per cnf, it was reported that event; other please describe the event; the sheath became stuck on the dilator. What is the patient's medical history/comorbidities? Unknown. Please provide information on medications (current medications, contraindicated medications, etc.); unknown. Was a bav performed? What is the aortic valve annulus size? Access site: if a leak was observed after the procedure, what was its severity? Preparation was performed as usual. When the starter wire was inserted into the faradrive, the tip came out but could not be withdrawn. It could neither be pushed nor pulled. When it was forcibly removed, the wire was found to be kinked midway. Both the wire and the sheath were replaced with new ones, and the procedure was continued. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller: ablation catheter used: other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The ribbon was fractured on the distal end. There was 15cm of the core and 20.7cm of ribbon protruding from the coil at approximately 160cm from the proximal end. There were several kinks on the ribbon at 0.5cm, 1.2cm, 1.5cm and 1.6cm from the ribbon fracture point. The ribbon was fractured just behind the distal weld. There was biological material at the ribbon fracture point behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. There was biological material present at 0.5cm from the distal tip. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "damaged: kinked" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.